Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the mycarelink heart application for an implantable cardiac monitor, the patient received notifications to turn off low power mode despite low power mode already being off. The symptom-recording option in the application was grayed out and not accessible. During review with the patient, some red commands were noted, indicating possible application irregularities, although reports appeared to have been completed successfully. Troubleshooting steps included confirming the phone was set as the primary device and verifying the application was running in the background. The patient was informed that the next step would be to submit a support ticket but declined as patient did not want to update the phone. The patient stated they would consult with their doctor regarding alternative monitoring options, no longer wished to use the application, and deleted it. It was further reported that difficulties were encountered pairing the icm with the application but later resolved, however it was indicated that the icm stopped working at a later time. The website option was not offered as the patient disconnected before further education could be provided. The icm remains in the patient. No patient complications have been reported as a result of this event.